Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # 175a45. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the proximal stapling triggered normally but distal stapling did not work during the procedure, only causing tissue separation. It was not reported how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished psee60a with lot number v94c84, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. Attempt was made to obtain additional information, to date no response has been received. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If the device or further details are received at a later date a supplemental medwatch will be sent.